Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous accutni results, generated by the access 2 immunoassay system for several patients. Results for only 2 patients were provided. Customer tested for a sample for accutni and obtained a result of 0.06ng/ml. Upon repeat this sample gave a result of 1.20ng/ml. Another sample when tested gave a result of 1.25ng/ml and repeated as 0.05ng/ml. The patient samples were also tested via an alternate testing methodology and negative troponin results were obtained. The customer did not report any patient injury or death attributed or connected with this event.

Manufacturer narrative:
Samples were not re-spun prior to reanalysis. Qc or system check data was not supplied. Per the cf, there were no errors associated with the questioned patient results. A field service engineer (fse) was on-site: 5/1/2008-5/2/2008. The fse performed major preventive maintenance (pm) and adjusted substrate baseline. The fse ran qc for precision testing and patient reproducibility with good results. The fse performed system check and verified operation with it. The customer has had no further erroneous accutni results since then and will be monitoring the instrument performance in association with accutni testing. The customer mentioned that they will contact cts if further assistance is required. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B) (4).